Manufacturer narrative:
Reported event: an event regarding abnormal ion levels involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: could not be performed as no product was returned for evaluation. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pre and post operative x-rays, operative reports, histopathology reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non- conformity or unanticipated hazard. Device not returned.

Event description:
Patient was brought in for revision lt hip. We removed 36mm lfit head and 36mm 10 degree insert and replaced with v40 adapter sleeve with 36mm universal biolox delta ceramic head and a new x3 size 36e 10 degree polyethylene insert. Update 08/november/2018: as reported in how was issue noticed: "patient complained of pain and elevated blood metal ion level".